Event description:
Customer called to report the insulin pump is taking too long to turn on after a battery change. Blood glucose reading was 130 mg/dl. The customer stated that there is usually a short pause before the insulin pump turns back on after a battery change. Troubleshooting was declined. Assisted the customer with running a self test on the insulin pump and it passed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.